Event description:
The customer reported that the reservoir was removed and found that there was insulin in the reservoir compartment. The customer stated that the leak is past the o-rings. The blood glucose reading was 198mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.